Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level 489 mg/dl and went to the emergency room (ER). While in the ER, the customer's bg was treated with insulin. Reportedly, the reason for the high bg was due to the pump not working. The customer was in the emergency room (ER) for 1.5 hours and did not get admitted to the hospital. Although requested, additional information regarding this issue was not provided.